Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed by the intuitive surgical, inc. (Isi) failure analysis engineer indicated that the conductor wire insulation was damaged and as a result the internal wire was exposed.

Event description:
It was reported that inspection after completing a da vinci-assisted pulmonary lobectomy surgical procedure identified wire damage on the fenestrated bipolar forceps (fbf) instrument. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the fbf instrument was inspected prior to use and there was no damage or anything out of the ordinary. The reported event was discovered after the procedure and before reprocessing. The internal wire inside the conductor wire was not exposed and it was intact. There was no loss cautery associated with the damaged conductor wire or any thermal damage. There was no problem in removing the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The conductor wire insulation was found torn near the end that attached to the yaw pulley. The internal wires were exposed. No signs of thermal damage or arcing identified. The instrument passed all testing specification including the electrical continuity test.